Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/14/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. No signs of clinical use was observed as the device was returned inside its sealed protective covering. There were no tears in the packaging, all the ends were closed. There was one (01) speck of red observed on the inside of the packaging. There were no other specks observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "contamination/ decontamination problem¿ was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000286333 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 . They opened the box and noticed a speck on the plastic packaging of the hemopro2 kit (upper corner). They decided not to use that kit, unsure if evh kit was compromised, and they opened another kit to start procedure. No patient injury reported, as there was no patient involvement.